Manufacturer narrative:
(B)(4). A pedicap sample was returned opened, and was found to be of a ¿sandy¿ color. However, when the air passed through the device, it changed to a full yellow color. Temperature can affect or compromise the paper coloring. Based on this investigation results, it was determined that no fault was found with this device. The reported customer complaint was not verified.

Event description:
It was reported that the end tidal co2 (etco2) detector did not change color when removed from it's individual package. The package was opened immediately prior to being used on a patient. When the package was opened, it appeared to be the appropriate color when placed on the patient. When the staff noticed the device was not changing color, they immediately removed the item from use and grabbed another of the same product. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).